Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough analysis was completed. Analysis completed a series of tests associated with the leads integrity. The lead passed all testing with exception to the pressure test. This test failure was attributed to insulation puncture associated with the lead explant.

Event description:
Boston scientific received information that this lead was explanted due to an unknown reason. This lead was returned for analysis. No additional adverse patient effects were reported.